Manufacturer narrative:
The pump error and low battery alarm was confirmed in the long trace. The long trace confirmed the pump error and low battery alarm and the root cause was the non-sleep anomaly software error. No unexpected power loss alarm was noted during testing or in the download long trace history file. The pump had minor scratches on the display window, a scratched case, a pillowing keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a "pump error 25" that occurs every 4 hours. No further details were provided.